Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing palpitations. The pulse generator exhibited back-up vvi operation. No medical intervention was reported. The patient's condition post event was stable.